Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 324 mg/dl lasting approximately two hours while using the device, and trace ketones were noted by home testing; the user did not use backup therapy and no medical intervention occurred. Symptoms included thirst and stomach discomfort. Outcomes included no hospitalization and no professional medical treatment. Investigation included customer interview and review of device-use circumstances with provision of troubleshooting and education, including a ketone action plan. Investigation of this case revealed insufficient information to identify a device malfunction or use error, and the cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious and not device-confirmed, with cause undetermined.